Event description:
It is reported that the device was implanted in 2005, and that the pt was revised in 2009, due to fracturing of the device.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays, photos, or other info was provided were returned for review. The cement mantle quality as well as component fit and position are unk. The surgical notes from the primary surgery are unavailable. Pt's activity level is unk. The frequency of occurrence of humeral stem fracture for this system is very low. Based on the available info, a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.